Event description:
It was reported that the patient was planned for discharge on (B)(6) 2025. Log files were sent for review prior to discharge. The patient reported low voltage messages and the ventricular assist device (vad) "just shutting off" and not charging. Following review, it appeared that there was an emergency backup battery (ebb) fault associated with an "(f34) ebb_circuit_fault and an (f36) ebb_load_test_fail power faults on (B)(6) 2025 at 22:50:40. It appeared that the events were indicative of a poor connection with the ebb connector. The alarm was cleared on (B)(6) 2025 at 23:06:59. On (B)(6) 2025 at 21:25:43, a low power advisory alarm flag was activated due to depleted batteries. The driveline was then disconnected on (B)(6) 2025 at 21:27:29. External power was removed and a system controller shutdown sequence was completed on (B)(6) 2025 at 21:28:55. It was later reported that additional log files were sent on (B)(6) 2025. Additional information indicated the patient exchanged the system controller in response to the ebb faults. It was noted that the patient's new system controller needed the ebb exchanged, as a result the ebb in both the patient previous system controller and current system controller were exchanged. There were no ebb faults found after the system controller was switched. It was later found during investigation that the patient's first system controller was put back into use on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. The report of alarms on (B)(6) was unable to be confirmed through this investigation. The log file captured on (B)(6) 2025, data consistent with the report of the patient changing out their own system controller at home (B)(6). The controller was seen being reconnected to a power module on (B)(6) 2025 while not being reconnected to a pump, which appeared consistent with log files being extracted for analysis on this day. Follow up log files captured on (B)(6) 2025, the system controller (B)(6) being reconnected to 14v battery power. The system controller was reconnected to (B)(6), which appears consistent with (B)(6) being put back in use after it was previously exchanged. This data in conjunction with the data previously provided implies that a system controller exchange took place on (B)(6) 2025, as (B)(6) was previously not connected to a pump at the time of log file extraction on (B)(6) 2025. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, two 11 volt backup batteries (serial numbers: (B)(6) were returned. Both batteries were functionally tested and were found to function as intended. Available information provided that a system controller (B)(6) was exchanged by the patient at home in response to alarms, and (B)(6) became the patient¿s primary system controller. Log files were sent from (B)(6) upon alerting the ventricular assist device (vad) team of these events. The patient then came to the outpatient clinic with reports of the same alarms, so both backup batteries were exchanged in both system controllers and log files were sent again from the patient¿s primary system controller. The site indicated that they had sent log files from both system controllers, however both sets of received log files were from (B)(6). The root cause of the reported events was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.